Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the sfa, an alleged rupture occurred and then a portion of the pta balloon allegedly detached from the catheter shaft. Reportedly, the health care provider used a covered stent to pin the balloon segment to the femoral artery. The procedure was concluded, and no further treatment was provided. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5.0 mm x 40 mm x 150 cm balloon. The hubs, shaft, and the proximal base of the balloon were returned. However, a complete circumferential rupture was observed at approximately midway up the balloon, additionally, the distal end of the balloon was detachment from the remainder of the device and was not returned. The inner lumen extended distally past the circumferential rupture and was noted to be kinked throughout. The catheter was examined under microscopic magnification (10x) and a piece of metallic material (skive) was seen protruding from the balloon rupture. No other anomalies noted to sample. Three bends were observed in the outer shaft. The metal skive was seen protruding from the outer catheter. The outer material was removed to inspect the skive; the edges of the skive were found to be blunt, and the component appeared to be flat functional/performance evaluation: functional testing could not be performed due to the condition of the returned sample. The sample was sent to the manufacturing site for further evaluation. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a rupture as the returned device was examined under magnification and it was found that the balloon had a complete circumferential rupture. Additionally, the investigation is confirmed for a balloon detachment, as the distal end of the balloon was detached and not returned. The definitive root cause for the reported rupture or detachment could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Further investigation suggests that the damage was due to handling techniques during the removal of the guidewire and catheter in the course of the medical procedure. Labeling review: the current IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. - if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. - if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. - do not exceed the rated burst pressure. To prevent over pressurization, use of a pressure monitoring device is recommended. Balloon rupture may occur if the rbp rating is exceeded. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the sfa, the pta balloon allegedly ruptured, subsequently a portion of the balloon allegedly detached from the catheter shaft. Reportedly, the health care provider deployed a cover stent to pin the detached balloon segment to the femoral artery. The procedure was concluded, and no further treatment was provided. There was no reported impact or consequence to the patient.